Manufacturer narrative:
Medwatch sent to FDA on 09/14/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ptosis and hyperchromia are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of ptosis and hyperchromia as follows: undesirable effects. "The patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected by another physician with juvederm voluma as well as concomitant injection with juvederm volift wiith lidocaine, juvederm volbell wiith lidocaine, and botox. Patient developed ptosis on medial portion of the right upper eyelid" and hyperchromia on malar regions and "around the cannula's inlet orifice." No treatment noted. Symptoms are ongoing.